Event description:
Overdosage due to user misprogramming reported. The pump was to set for morphine, 1.0mg/ml, with a 2.5ml bolus and a 6 minute pt lockout. When observed in clinical engineering, the pump was actually programmed with a 0.1mg/mo concentration and a 2.5 mg bolus. After receiving the 2.5 mg (25ml) bolus and during the 6 minute pt lockout, the pt made 4 more requests that were not delivered. When the pump came out of lockout, another demand was made and delivery of the remaining 5 ml from the 30 ml vial occurred. The pt reportedly had no adverse effects at all from the total delivery of 30 mg. No further info was available.